Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report an issue with her onetouch ultrasoft lancing device. The reporter claimed that the cap was loose and falling off. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the lancing device issue began ¿two to three months¿ prior to contacting lfs. The patient detailed that she usually manages her diabetes by self-adjusting her insulin doses and did not make any changes to her usual diabetes management regimen as a result of issue. The patient alleged that at an unspecified time in relation to the product issue, she developed symptoms of ¿bruised finger¿ and that her finger ¿hurts.¿ the patient detailed that on an unspecified date she visited her doctor¿s office, where she received antibiotics for her finger. At the time of troubleshooting, the cca noted there was no misuse of the lancing device and that the correct lfs cap was being used. The cca reviewed the correct use technique with the patient and the issue remained unresolved. Replacement products were sent. This complaint is being reported because the patient reportedly received medical treatment from a healthcare professional for signs or symptoms of infection, after using the subject device.